Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that in (B)(6) 2020 the patient¿s hip and knee had been bothering them and they had been blacking out. The patient¿s healthcare provider told them to call in to see if they should turn off the device. It was reviewed that turning the device off is a medical decision and if their healthcare provider wanted them to turn it off, they could do so and see if their symptoms went away. No further complications were reported.